Event description:
It was reported, there was a loss of therapeutic effect. The patient could not feel the stimulation unless the voltage was turned up high, and at that level the stimulation was painful. It was unclear how long this had been occurring. The health care professional (hcp) stated, the patient had been admitted for back pain and the complaint that the stimulator was not working. The device pocket appeared bluish/greenish in color, but it was not bruised or swollen. The pocket was tender though and the patient could not lie on that side. Per the hcp, the patient did not have any fever or sign of infection at the pocket. The patient did (B)(6) infection, but it was unknown if this infection was related to the device. The patient had not seen his follow up doctor for his complaint about the stimulation but had an appointment "some time" that week. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Lead: model 377660, lot #v021032, implanted: (B)(6) 2007. Lead: model 399960, lot #v020223, implanted: (B)(6) 2007. Recharger: model 37752, serial #(B)(4). Programmer: model 37743, serial #(B)(4).